Manufacturer narrative:
Follow up information received on 30-jun-2016: legal claim was received; this report is considered legal case from this date forward. On (B)(6) 2010 she had essure implanted. She was on postpartum state (delivered on (B)(6) 2009). On (B)(6) 2010 hsg (hysterosalpingogram) was performed and showed full occlusion of her left fallopian tube but spill was noted with her right fallopian tube and the scout film showed that the device was on the right side of the uterus. On (B)(6) 2010, the physician attempted a right tubal ligation and essure retrieval but could not visually find the essure device during the procedure. The doctor stated that at the time it was thought that the coil could be observed in the mid isthmic region of the tube and decided to proceed with salpingectomy as the device was thought to be at least partially within the tubal lumen. However, pathology did not observe the device upon inspection of the surgical specimen. On or about the fall of 2011, she began experiencing severe, abnormal menstruation pain and rashes and itching. On or about (B)(6) 2011, she presented to multiple healthcare providers regarding her rashes and was prescribed a variety of tablets and creams. On or about (B)(6) 2012, she also began experiencing abnormal, heavy bleeding and prolonged, abnormal menses. The following year, in 2013, she began experiencing vaginal discharge. On or about (B)(6) 2014, she began experiencing severe lower abdominal/pelvic pain; severe abdominal cramping; and severe back pain. However, neither plaintiff nor her healthcare providers attributed her symptoms to her essure device. On or about late (B)(6) 2014, plaintiff searched online about the symptoms she was experiencing and realized that her symptoms may be related to essure. On (B)(6) 2014, she went to the doctor complaining of her symptoms. Pelvic x-ray was performed and found that the displaced essure device had embedded into uterine wall and she was informed that she would need a hysterectomy and left salpingectomy. At no time prior to this visit did she have confirmation that her symptoms could be related to the device nor did she learn it was defective at that time. On (B)(6) 2014, she underwent a total hysterectomy and left salpingectomy with removal of the essure devices for pelvic pain due to a displaced essure device in the uterine wall. Following her hysterectomy, all of her symptoms have resolved. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted. During this procedure physician had to open a second kit due to one of the coils from the first kit breaking. At hysterosalpingogram one coil could not be located; later it was discovered the missing coil that had ended up embedded in her uterine wall, device was on the right side of the uterus. She also experienced severe lower pelvic pain. She was submitted to a hysterectomy and left salpingectomy with removal of the essure devices. The events are listed according to essure's reference safety information. Uterine tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Also, single cases of essure breakage have been reported; mainly during difficult insertions and pelvic pain may also occur with essure therapy. In this particular case, although the exact mechanism of the events is unknown; given their nature a causal relationship with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ptc investigation result received on 01-feb-2016: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events or lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. During this procedure physician had to open a second kit due to one of the coils from the first kit breaking. At hysterosalpingogram one coil could not be located; later it was discovered the missing coil that had ended up embedded in her uterine wall. She was submitted to a hysterectomy with salpingectomy. Only device embedment (partial uterine perforation) is listed according to essure's reference safety information. Uterine tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Also, single cases of essure breakage have been reported; mainly during difficult insertions. In this particular case, although the exact mechanism of the events is unknown; given their nature a causal relationship with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect.

Event description:
This is a spontaneous, social media case report received from a female consumer of unspecified age in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported just another hysterectomy. She stated essure was a cruel joke. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up information received on (B)(6) 2014: no new information provided. Follow up information received on (B)(6) 2015: consumer stated via social media that her non surgical procedure resulted in 2 surgeries. She mentioned essure problems. Follow up information received on (B)(6) 2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0806 and FDA-201 4-n-0736-0015, awareness date 26-aug-2015). The consumer reported she reported the procedure was the most painful procedure she had ever had, it was excruciating; she was shaking and hyperventilating on the table. The physician had to open a second kit due to one of the coils from the first kit breaking. At her hsg (hysterosalpingogram) it was found that one tube was not blocked, they told her the coil probably perforated the tube. The physician went in to tie the tube and remove the coil but she could not locate it so she performed a salpingectomy. The missing coil was never found and she left the other tube/coil in place. About a year later she started experiencing terrible rashes, hives and uncontrollable itching; the doctors treated her with oral and topical steroids, oral and topical antifungals and nothing worked. She was told it was contact dermatitis of an unknown source and to just deal with it. At the same time her period went from every 28 days with regular flow to out of control bleeding and clots. She would have her period every 2 weeks then maybe 6 weeks then every week; she would bleed through a super plus tampon in 30 min. And it was completely irregular for the next 3 years. She had painful constant cramping, her hair was falling out in clumps, she had extreme lower back pain, extreme sweating. In the (B)(6) 2014, she found out that the coils contain nickel, which she was allergic to. No doctor ever asked her about nickel allergy nor was in the info she was given at the time of the original procedure. In (B)(6) 2014, she had to undergo a total hysterectomy and salpingectomy to remove the coil that was still in the tube/cornua and the missing coil that had ended up embedded in her uterine wall. She stated that at the age (B)(6) she had a hysterectomy and has risk of prolapse and she was very angry. Case upgraded to incident. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. During this procedure physician had to open a second kit due to one of the coils from the first kit breaking. At hysterosalpingogram one coil could not be located; later it was discovered the missing coil that had ended up embedded in her uterine wall. She was submitted to a hysterectomy with salpingectomy. Only device embedment (partial uterine perforation) is listed according to essure's reference safety information. Uterine tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Also, single cases of essure breakage have been reported; mainly during difficult insertions. In this particular case, although the exact mechanism of the events is unknown; given their nature a causal relationship with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.